Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer, and no lot number info was given so an eval cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.

Event description:
Just seems that there is too much goo to form around the front of my mouth and protector is too tight maybe omitted the sucking part? Please email new dental protector. I'll try again. Thanks. I had a problem w/ the 2nd dental protector that was in the package. The soft molding part and the hard base layer separated from each other. I think it was defective. If you could replace that too, I would appreciate it. Thank you.